Manufacturer narrative:
The device was not returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported after the diagnostic endoscopic retrograde cholangiopancreatography (ercp) was completed, the doctor removed the endoscope from the patient's stomach and noticed that the end cap was not attached. The endoscope was reinserted, and the cover was retrieved with a recovery net. The procedure was completed and there was no effect to the patient's health. After the cover was retrieved they observed cracks at the connection between the scope and the cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (distal cover detachment) was likely due to insufficient attachment to the scope. Therefore, the distal cover likely detached from the scope due to stress during use. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)in sections: operation manual: chapter 3 ¿ (section 3.5) prevention. Operation manual: chapter 4 ¿ (section 4.1) detection. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.